Event description:
It was reported that the customer experienced a blood glucose level of "low" on the continuous glucose monitor; cause was unknown. Customer consumed carbohydrates to address the bg level. Customer declined further troubleshooting so no additional information regarding the event could be gathered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.